Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111114 - the dentist reported that seven months after the dental implant was installed in intraoral region #9 it was verified its non-osseointegration . Patient presented bone type IV.